Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 16 days of data ((B)(6) 2019 ¿ (B)(6) 2020 per the timestamp). Throughout the log file, no external power alarms activated when the white power cable was disconnected despite the black power cable still being connected to power. The backup battery activated during these alarms. Backup battery faults also activated intermittently with the no external power alarms; however, the faults did not appear to be active long enough to activate an associated audio/visual alarm. The alarms resolved when the white power cable was reconnected to power. This sequence of events is consistent with the backup battery not detecting that the black power cable is connected to power, and therefore activating when only the white power cable is disconnected; this condition then results in an atypical no external power alarm. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. A request for additional information was made to determine if the exchanged controller will be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis as no product was returned for evaluation; however, the reported event appears to be consistent with the backup battery not being seated properly. Heartmate ii patient handbook and heartmate ii instructions for use (IFU), cover all alarms (visual and audible), including the no external power and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) explains how to properly install the backup battery in the system controller. It also explains how to replace the backup battery in the system controller and how to replace the running system controller with a backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that multiple no external power messages were noted in the patient's log file history. The alarm was able to be duplicated when changing from battery power to a power module (twice). The controller was exchanged and it seemed that the issue resolved. It was also reported that the patient had also depleted their batteries on (B)(6) 2019 while shopping. The patient forgot their spare batteries at home and the patient thought the backup battery was utilized fro approximately 20 minutes. It seemed as the newer alarms occurred following that incident. Log file analysis observed multiple low voltage/no external power events throughout the log file. It was noted that these events have been seen before and are indicative of a potential issue with the backup battery. Technical services recommended reseating or replacing the backup battery to resolve the issue, but noted that replacing the controller would resolve the issue as well. No additional information was provided.